Event description:
It was reported to philips that the system failed to acquire images. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to acquire images sporadically. The fse tried to download board software, but it was unsuccessful. Upon further troubleshooting, the fse tested the ippc (image processing pc) using pc test tool and found that the ippc was defective. The fse replaced the ippc and installed the software in the subsequent case (smax ID 0124034636, pr#5026062). The defective ippc was returned for part analysis. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.